Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve (B)(6), the delivery catheter system (dcs) became rigid when the valve was loaded and the valve became dented. It was reported that the issue was with the compression loading system (cls) and not the step by step process of the loading assembly. This was not visible on fluoroscopy load verification. During implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) deployed the valve to 80%, however the valve showed some "dented" areas and "fold" within the crowns of the outflow portion of the valve. The portion of the valve that had been deployed appeared to expand normally, but the region of the valve that showed the "dents" in the crowns did not expand. The nodes/crowns that were in the outflow region of the valve positioned between the paddles to the right of the fluoroscopy or in the position of the right and left coronary sinuses were the nodes affected. The system was replaced. The replacement valve was opened and loaded into the same dcs. The replacement valve also began to show the same dents and folds as the previous valve. The dcs therefore was exchanged. The following load and implant was completed as expected and successfully. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury as the valve was misloaded prior to being introduced into the patient. As the valve was loaded onto a new delivery catheter system (dcs), the valve was loaded successfully and implanted without issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.